Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with the left ventricular lead exhibiting high capture thresholds and low impedances. The patient would be monitored.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2014.